Manufacturer narrative:
The reported event of higher than expected rate of keypad failures with new lvps file was opened to document an event that the customer reported. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted

Event description:
The customer reported a higher than expected rate of keypad failures with devices purchased in 2017. The devices are under warranty, and approximately 20% of the 500 devices at the hospital have an issue. Eighty have either been sent to bd service or cad for investigation. An additional 24-30 units have been identified by biomed and need repair. The biomed estimates approximately 5 per day have this issue. No patient harm was reported.

Manufacturer narrative:
The reported event of higher than expected rate of keypad failures with new lvps file was opened to document an event that the customer reported. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported a higher than expected rate of keypad failures with devices purchased in 2017. The devices are under warranty, and approximately 20% of the 500 devices at the hospital have an issue. Eighty have either been sent to bd service or cad for investigation. An additional 24-30 units have been identified by biomed and need repair. The biomed estimates approximately 5 per day have this issue. No patient harm was reported.